Event description:
Pump displayed no disposable pump, tried to troubleshoot it, but no positive result. Functioning backup pump available / in use. Reported by (B)(6). Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.